Manufacturer narrative:
This report has been identified as (B)(4). Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: the syringe pump infused the right volume, but just at a faster time then what was wanted. Patient injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The product involved in the reported incident was returned to one of our b. Braun facilities and the device was evaluated by one of our qualified technician in the investigation. When the pump was evaluated, the reported issue was observed therefore confirmed. Syringe holder piston/blade was not coming out and the pump was not recognizing the correct syringe. As a corrective action our investigation team replaced syringe holder with piston brake and performed a technical safety check.